Event description:
The customer requested the part number for a power pca. There was no report of pt incident.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.